Event description:
It was reported that, during the procedure to treat ureteric stones, the fiber body broke off in catheter while it was inside the patient, after lasering for about 5 to 10 minutes. A semirigid scope was being used at the time. The physician does not recall any kinks or bends in the fiber. All fiber fragments were retrieved from the patient using basket retrieval. The fiber was replaced, and the procedure was completed using the second fiber. There were no patient complications.

Event description:
It was reported that, during the procedure to treat ureteric stones, the fiber body broke off in catheter while it was inside the patient, after lasering for about 5 to 10 minutes. A semirigid scope was being used at the time. The physician does not recall any kinks or bends in the fiber. All fiber fragments were retrieved from the patient using basket retrieval. The fiber was replaced, and the procedure was completed using the second fiber. There were no patient complications.